Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the attachment failed the cutter insertion assessment test. Therefore, the reported condition of an unspecified malfunction was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that there was an unknown malfunction with an attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact event date was unknown. However, the reporter clarified that the event occurred in (B)(6) 2013. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.